Manufacturer narrative:
Per info provided by the foreign distributor, carefusion tech support shipped a replacement turbine assembly, and issued a return goods authorization (rga) number for the return of the alleged faulty turbine assembly for evaluation. As of 04/09/2015, carefusion has not received the alleged faulty turbine assembly. Once received and evaluated, a f/u medwatch report will be submitted. (B)(4).

Manufacturer narrative:
The carefusion failure analysis technician evaluated the turbine assembly with turbine interface board and immediately reproduced vent inop and motor fault error. Switched out the turbine interface board with a known good turbine interface and the problem was solved. Further investigated the complaint by testing the received turbine interface board with a known good turbine and the complaint was reproduced. Viewed the events log and found checksum error in turbine eeprom error recorded. Findings/root-cause: reported problem was duplicated and isolated to the turbine interface board. This issue is addressed in an internal correction.

Event description:
The description of the following event originated from a foreign distributor in (B)(4). The distributor reported that one of their ventilators gives a vent inop and motor fault alarm, when switched on. The distributor replaced the turbine, and that solved the problem. No patient involvement.